Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was obtained via the right femoral artery. The target lesion was located in the mid to proximal left anterior descending artery (lad). The lesion was predilated with multiple inflations with a 2.0x15mm apex balloon at 10atms. Multiple inflations were then performed with a 2.0x15mm non bsc balloon at 10atms for 60 seconds. The balloon catheter was removed and a 2.50x28mm ion stent delivery system (sds) was advanced to the proximal lad and deployed at 12atms for 11 seconds with additional balloon inflations at 16atms for 8 seconds. A 3.0x16mm ion sds was then advanced to the lesion; however, when the device was about 10mm from the previously implanted stent, the physician felt resistance and removed the sds from the patient. Upon fluoroscopy, the physician noticed that the 2.50x28mm ion stent had accordioned by 8mm. A 2.0x15mm apex balloon catheter was advanced to the lesion and inflated at 20atms for 15 seconds. The balloon catheter was removed and the 3.00x16mm was re-advanced to the lesion and deployed at 12atms for 5 seconds. Further balloon inflations were performed at 12atms for 5 seconds. A 3.0x12mm ion stent was then deployed in the lesion at 14atms for 18 seconds followed by additional balloon inflations at 10atms for 3 seconds. A 2.0x15mm non bsc balloon catheter was advanced to the lesion and inflated at 14atms for 60 seconds. The procedure was successfully completed with no patient complications reported. The patient's current condition is okay.

Manufacturer narrative:
(B)(4). Device is combination product device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).